Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
.It was reported the patient was not receiving effective coverage of his back pain with his scs system. The patient will undergo a pns trial in the future.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was removed and replaced. The patient is receiving effective stimulation and issue is resolved.